Manufacturer narrative:
The product has been returned and evaluated by product analysis on with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that his onetouch verio2 meter displayed a retest with a new strip message. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter issue began approximately 3 weeks ago, when a re-test with a new strip message was obtained when the patient was using the meter to measure his blood glucose. The patient stated that he does not take any medications to manage his diabetes and that he continued with his usual routine after the alleged issue began. The patient denied experiencing any symptoms in response to the reported issue, and stated that he visited his doctor's office on (B)(6) 2015 at 10am where the hcp measured his blood glucose using a clinic meter with a reading of 132mg/dl. The patient stated that the hcp also advised the patient to return for a follow-up visit. At the time of troubleshooting, the csr noted that it was the patient's first use of the product and confirmed that there was no misuse. The csr was unable to resolve the issue and replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for an acute blood glucose excursion. However, this complaint is being reported as a malfunction because the alleged meter/product issue remained unresolved at the time of troubleshooting.